Event description:
An implantable pulse generator (ipg) system was returned from a histologist for disposal with no information. Information identified in the manufacture's database indicated the patient died approximately 10 months post implant of the ipg and 10 years post implant of the leads. A cause of death was requested and not received.

Event description:
An implantable pulse generator (ipg) system was returned from a histologist for disposal with no information. Information identified in the manufacture¿s database indicated the patient died approximately 10 months post implant of the ipg and 10 years post implant of the leads. A cause of death was requested and not received.

Manufacturer narrative:
(B)(4). This device was included in that field action, but returned product testing found the device did not perform as described in the field action. The correct information with device analysis is reflected in this report. Product event summary: the device was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received.

Manufacturer narrative:
Product event summary #analysis information -- 2013-12-10 16:08:55 cst pli# 10, product ID# (B)(4) the device was returned and analyzed. Analysis was performed and no anomalies were found, analysis information -- 2013-12-06 16:25:32 cst pli# 30, product ID# 5068-45 the proximal segment of the lead was returned. Visual analysis was performed and no anomalies were found. Analysis information -- 2013-12-06 15:59:17 cst pli# 20, product ID# 5054-52 the proximal segment of the lead was returned. Visual analysis was performed and no anomalies were found. Concomitant medical products: product ID: 5054-52, serial# (B)(4), implanted: 1999-(B)(6). Product ID: 5068-45, serial# (B)(4), implanted: 1999-(B)(6). (B)(4).

Manufacturer narrative:
The devices associated with this adverse outcome were returned and the patient was identified as being deceased. At this time, no additional information is available. However, if additional information is subsequently received it would be processed and considered accordingly. Concomitant products: 5054-52 implantable pacing lead, implanted: (B)(6) 1999; 5068-45 implantable pacing lead, implanted: (B)(6) 1999. (B)(4).

Manufacturer narrative:
Clarification on dates for the reported information was obtained and noted the becomes aware date as november 13, 2013. (B)(4).